Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include seizure and unresponsive. The patient was treated with oral glucose gel. The patient reported being new to the omnipod system and was currently in manual mode. She reported feeling her basal rate was set too high. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. 3.1.1 cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. Data not available.